Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. On the same day the sensor was inserted, the pediatric patient experienced a skin reaction with pimples, and a lump, around the needle puncture site needle puncture site. The patient also experienced bleeding. The reaction was treated with a prescription of an unspecified oral antibiotic. At the time of the report the patient was stable. No additional patient or event information is available.